Event description:
It was reported that the patient experienced multiple alert 38 notifications for consecutive stalled motor while using the ilet, with insulin delivery interruptions leading to hyperglycemia up to 500 mg/dl; the user restarted the device several times, later disconnected, and used subcutaneous insulin pens until a full supply change with new contact detach infusion set and cartridge was performed, after which the alert resolved and glucose levels returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with stalled motor alerts, which resolved with replacement of all disposable supplies, suggesting a supply-related mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.